Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen was blank during treatment complete while the patient was still connected. The patient pressed ok, stop and touched the screen but it remained blank. The keys made any sound when pressed and lit up but the screen remained blank. The fresenius technical support representative advised patient the cycler would be replaced due to the blank screen. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was unable to complete treatment on the cycler or via manual exchanges the day of the reported event, the new cycler has been received and a treatment has been complete using the new machine. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.